Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 3.19 volts prior to implant. The device had been taken out of storage mode and was now in off mode. The device reported the date as four months since implant. The device was received from another representative's consignment. A boston scientific technical services consultant discussed that the representative's theory that the device had been prepped for an implant and then not used was likely correct. The physician requested a new device, and the unused device was returned for analysis.